Event description:
The customer reported that a historically rh(d) positive patient was tested rh(d) negative with both anti-d reagents using erytype s abd+rev. A1, b on tango optimo. That very patient had been tested on other occasions at the site on tango optimo and manually and had always resulted rh(d) positive. The customer repeated testing of same sample on the stated date of event on one of the two tango optimo at the site . The sample yielded a false negative result on tango optimo. Testing on the second tango optimo at the site yielded a 4+ positive results with both anti-d reagents. The customer did not retest on the tango optimo that had yielded the false negative result. This incident took place back in (B)(6) 2013, but the customer filed his complaint on april 25th, 2014. The customer did neither return the complaint erytype s abd+rev. A1,b sample nor the patient sample that had caused a false negative test result. Our quality control laboratory was not able to test the retained sample, because the supposedly defective product was already expired at the time the customer filed his complaint. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A semi-annual maintenance conducted approx. Two weeks prior to the date of event gave no indication for any malfunctions or performance issues of the affected tango optimo. A quality control run was performed and run according to the customers definitions. All target values met with no issues.

Manufacturer narrative:
This is our combined initial and final report on this incident.